Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12feb2021.

Event description:
The customer reported a ventilator was unresponsive when trying to adjust the settings. The device was evaluated with the customer and by a philips remote service engineer (rse). The device was reported to have been in clinical use at the time the issue was discovered. There was no patient or user harm reported. The rse advised the customer to calibrate the touchscreen. The touchscreen was then calibrated and ran for 24 hours. The issue was reported to have been resolved. No other anomalies were reported.